Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/05/2020.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code and/or lot# of the mesh device? Was there any medical/surgical intervention and/or treatment rendered? If the patient is under a doctors care, can we contact the doctor for additional information? Is so, please provide doctors information. Response received from patient - received via email from the (B)(6) dated 03 june 2019: "I have no idea of the batch no or details. These can be obtained from (B)(6). Or dr (B)(6). He is the surgeon that implanted mesh. Regular gp is dr (B)(6) medical and dental centre (B)(6). Tried many things over the years to try and stop the pain and the tearing. Dr (B)(6) medical centre (B)(6) has stated my body is in constant rejection of the mesh causing the issues , of inflammation, and my organs have stuck to the mesh with is where the constant ripping feeling comes from because of adhesions as well. He placed me on endep and this has helped somewhat, along with tramadol and endone. I give you permission to contact any of the dr listed above for further details. No further abdominal surgery is available to me as my gut is such a mess. Last time they tried laparoscopically a I nearly bled out, because of they couldn't get around in there safely." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2010 and the mesh was implanted. It was reported that the patient's organs have stuck to the mesh, and the patient feels constant tearing and ripping. It was reported that the patient's body is in constant rejection of the mesh causing the issues of inflammation, and it was reported that the patient's organs have stuck to the mesh which is where the constant ripping feeling comes from because of adhesions. It was also reported that the patient gets bowel twists. It was reported that it effects the upper stomach mostly. It was reported that the patient's doctor placed the patient on endep, tramadol, and endone. It was also reported that no further abdominal surgery is available to the patient.